Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported during a trial lead procedure on (B)(6) 2017, the patient exhibited involuntary motion due to dystonia condition (unrelated to the scs system). In addition, the patient presented with scar tissue which caused insertion failure of the lead. Subsequently, the procedure was abandoned.